Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose ranged from 250 mg/dl to in the 300's mg/dl. A new cartridge was loaded to address the event.